Event description:
It was reported that the customer was hospitalized for dka. The family member stated that an alarm occurred prior to the event. Troubleshooting was done and the pump tested ok. The family member was educated on the alarm and was advised that the cause of the alarm was a site issue. No further details.